Event description:
The customer alleges that the suction port was detached during use. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Lot number. 201426j.